Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic diagnostic - "while inserting an instrument into a trocar sleeve, the surgeon noticed a piece of plastic in the patient and determined it was a piece from the distal end of the trocar. The surgeon could not determine a reason for the trocar to crack. " patient status - "unknown at this time "

Manufacturer narrative:
Investigation summary: the event unit and a fractured piece of the cannula were returned for evaluation. Upon inspection of the unit, engineering confirmed the tip of the cannula was fractured and the fracture was a clean break. Upon inspection of the cannula fragment, engineering noted a scratch on the on the inner surface. Engineering also noted not all pieces of the fractured cannula were returned for evaluation. Based on the nature of the fracture, the root cause of this incident is likely due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.